Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "lymphoma" and "lymphedema" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "lymphoma cancer, lymphedema, neuropathic pain, left arm suffers from several inflammations and infections."

Event description:
Patient reported left side "lymphoma cancer" and "lymphedema." Pathological markers confirming alcl have not been received. Patient additionally reported "neuropathic pain, left arm suffers from several inflammations and infections;" these events are not related to the device. Device remains implanted.